Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. Blood was found on both the proximal and distal conductors (not obstructed). (B)(4).

Event description:
It was reported that during the implant procedure, the lead was attempted, but would consistently dislodge after being placed. The lead was not used, and another lead was eventually implanted. No patient complications have been reported as a result of this event.